Event description:
(B)(4). Initial info received from a physician via a company sales representative on 07-aug-2008: the physician reported concerning two patients of unspecified age and gender who received poly-l-lactic acid (treatment date or dates unspecified). Physician reported that he had a change in staff and they had mixed poly-l-lactic acid (sculptra) with "bicarb," nos, instead of sterile water for 2 patients. This report involves pt 2 of 2. The physician saw the pt for a f/u visit on an unspecified date, 2 months later, and the pt had developed subcutaneous bumps of face. The physician feels that the bicarb was the cause of the event. Concomitant medication and medical history not provided. Lot number and expiration date not provided. No further medical info was reported.

Manufacturer narrative:
Add'l info for sculptra (lot# and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. There review of the device history reports and of the analytical results of these batched did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is no batch related. No faults, defects or damages detectable. Handling error by customer. Conclusion: no faults detectable.